Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported by nurse that an infusomat pump infusing heparin unexpectedly turned off without user interaction and while plugged in to ac power.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The actual device involved in the reported incident was returned for evaluation. When the device was evaluated the reported issue was not observed. The device operated as intended. Details of history log: log review shows on 2/13/2026 pump unplugged from ac and at 4:14am a battery near empty alarm and 30 minutes later at 4:44am a battery empty alarm and resulting infusion stop and at 4:47am pump power shutting-off. Preventative maintenance was performed.